Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed crease smooth opening on anterior assessed as fold flaw opening. Additional observations: ¿ crease fold observed. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and implanting silicone device into an underage patient. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and off-label use.

Event description:
Healthcare professional reported right side rupture and implanting silicone device into an underage patient. The device remains implanted.